Event description:
During setup of heart lung machine crack/leak was noticed in the tubing pack. There was a cracked 1/4 x 1/4 with ll connector that was cracked and leaking. The leaking connector was on the quick prime line which the oxygenator purge and mps vent lines flow through to return to the pump. A new pack was opened and the cracked connector was stolen from the new pack to replace the cracked connector as the tubing had already been primed. Manufacturer response for smart perfusion pack, smart perfusion pack (per site reporter): manufacturer provided rga# for product return evaluation.